Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 1627487-2021-15321. It was reported that patient experienced tingling sensation in the arms, jaw, and neck. Diagnostic testing revealed high impedance on multiple contacts of the lead. Surgery may occur to address the issue. It is unknown which lead has high impedance so both leads are being reported.

Event description:
It was reported that the patient's leads were explanted on an unknown date.